Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 5.7g over specification.